Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection using a microscope at 12x magnification shows the lens identified as a tecnis multifocal acrylic one-piece iol because of the type of haptics and the presence of a diffractive ring pattern on the optic. Visual inspection of the returned sample showed that the lens was cut in half, most probably to make explant possible. The lens was contaminated, dust particles were present. This is expected as the lens was used. The complaint could not be confirmed. The manufacturing records for the intraocular lens were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within power specification. A search on complaints revealed that no other complaints for this production order were received to date. The lens met specification prior to release. Labeling review: a review of the directions for use (dfu) was performed. Precautions included that auto refractors may not provide optimal postoperative refraction of patients with multifocal lenses. Manual refraction is strongly recommended. Recent contact lens usage may affect the patient's refraction; therefore in contact lens wearers, surgeons should establish corneal stability without contact lenses prior to determining iol power. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye. The patient was very unhappy with the quality and quantity of her vision post op. Unexpected post op refraction and visual disturbance were reported. The outcome significantly interfered with activities of the patient's daily life. The lens was replaced and the patient has recovered. No further information was provided.